Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that seven pc units showed "low critical battery" on the screen even after being charged for at least 12 hours and having a battery conditioning test. The devices were unplugged for less than twenty-four (24) hours from their delivery. There was no information on patient involvement.

Event description:
It was reported that seven pc units showed "low critical battery" on the screen even after being charged for at least 12 hours and having a battery conditioning test. The devices were unplugged for less than twenty-four (24) hours from their delivery. There was no information on patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported complaint of the pcu displaying a low critical battery was not confirmed as no devices were returned for the investigation. The events could not be conclusively identified from the email-only investigation. Laboratory testing of the suspect devices could not be performed since the incident devices were not received for this investigation. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states that the pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the bd alaris¿ system is first set up for patient use. The battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever available. If the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the probable cause of the pcu displaying a low critical battery was not confirmed as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.